Manufacturer narrative:
Correction: manufacturer report 2938836-2014-12804, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that a premature eri notification was received by merlin.net. The device was explanted and replaced. The patient was fine following the procedure.